Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device will not open. This occurred during prep for the case. Surgery time was not delayed by more than 30 minutes. Additional information in regards to the complaint has been requested.